Event description:
A surgeon reported that during implantation of an intraocular lens (iol) a defect in the middle of lens was noted. The surgeon cut the lens for removal. During this procedure, the capsular bag was torn. Add'l info has been requested.